Event description:
It was reported that an asymptomatic patient presented a remote transmission. Review of the transmission revealed that the device exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was in a stable condition post programming.